Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the lead fractured during the removal of the lead introducers and bent tip stylet. The rep reported that the lead fractured just below the last blue mark near the electrodes where the bent tip stylet connection was. The rep reported that the patient did not experience any symptoms related to this lead, as it was immediately taken out and a new lead was implanted. No further complications anticipated.

Manufacturer narrative:
Analysis of the lead va1d8ka revealed that the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. The outer insulation is separated at the butt joint and the conductors were stretched. This damage is consistent with the note in the returned paperwork which stated that the stylet was not released from the lead during removal of the introducer and stylet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.